Event description:
It was reported that during a stomach tube formation, the device did not fire completely. One third of the staple line was stapled. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.